Event description:
It was reported that while unloading a (B)(6) female patient, the patient shifted their wight to the left side of the cot before the base legs were fully lowered and the cot tipped and dropped. The patient was injured (the patient reported back and left flank pain and is currently undergoing pain management) however the care givers were not injured. It was reported by the user facility that the cot did not malfunction and that they believe the incident was due to the patient redistribution of weight on the cot during unloading.

Manufacturer narrative:
The user facility believes that the cot did not malfunction and that they believe the incident was due to the patient redistribution of weight on the cot during unloading.